Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw for a solera thoracic fixation. It was reported that a solera break off set. Screw would not retain in the solera break off set screw driver, and kept falling out of the driver when the nurse tried to load it. It was not implanted, and was discarded. There were no patient symptoms or complications as a result of the event. The pre- op diagnosis was thoracic fixation. It is unknown what levels were implanted. The product will not be replaced by a medtronic product in the future. No further complications were reported/ anticipated.